Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. Unrelated to the keypad complaint, investigation revealed a discolored display screen, which has no impact in the pump's insulin delivery functions.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons became intermittently unresponsive a few weeks ago. She noted that the rubber keypad is intact, but the buttons feel soft to the touch. The patient denied exposing the pump to water, and stated that she carried the pump in her bra or pants pocket.